Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer attempted to change the cartridge, insulin, infusion tubing, and site multiple times, but the alarm continued. The customer indicated that insulin injections would be used to manage diabetes.